Event description:
It was reported that one hour after the iab was inserted into the patient, blood was noticed entering the helium tubing. Since the patient was being treated with anticoagulants, the physician opted for surgical removal of the iab. There were no further complications.